Manufacturer narrative:
(B)(4). Corrected sections: d4--unique identifier (UDI) # corrected to (B)(4). The device was returned to the factory for evaluation on 08/27/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. An electrical evaluation was conducted. The cable was able to be connected to a reference adaptor, power supply, and hemopro 2 device with no physical or visual difficulties. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The reference device successfully transected tissue four (4) times. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4); updated sections: b4, d4-serial #, exp date, g3, g6, h2, h4, h11.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the harvester was able to get the first branch in place on the c-ring and pressed the haemapro to transect however nothing happened. The hemopro2 extension cable did not deliver energy. Checked all connections, checked power supply, even changed to another haemapro thinking it was the transector. The power supply and hp2 device were switched out to no avail. A new extension cable was used to complete the procedure. There was a delay.